Event description:
The patient reportedly experienced sound percept problems and overstimulation. The patient was seen at the center for device evaluation. Testing confirmed that device was not functioning. Surgery to explant the patient's device has been scheduled.